Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the desktop charger (serial number (B)(4)) found that the connector pins were broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a damaged connector pin on their desktop charger. The patient stated that their implantable neurostimulator (ins) is currently discharged. It was suggested to charge with a spare charger if the patient has access to one. No patient symptoms were reported. Indication for use is post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.